Event description:
The customer complained of questionable inr results for 1 patient from coaguchek xs pro meter serial number (B)(4) compared to the laboratory result. The laboratory method was diagnostica stago with neoplastine reagent. The result from the meter was 5.9 inr and the result from the laboratory was 3.7 inr. On (B)(6) 2019 the result from the meter was 6.0 inr and the result from the laboratory was 3.8 inr. The elapsed time between the results was less than 7 hours and a new fingerstick was used for the meter results. There was no adverse event. The laboratory results were believed to be accurate. Therapeutic decisions were based on the laboratory results. The patient's condition was "stable and well". The patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The qc was acceptable. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 361437) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
Customer meter was returned for investigation. The returned meter was tested with retention test strips and retention controls. Testing results: qc 1: 2.2 inr, qc 2: 2.3 inr, qc 3: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.